Manufacturer narrative:
A review of the complaint history, device history record, manufacturing instructions, quality control, and visual inspection / functional testing of the returned device was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. Devices with the same lot number were returned and underwent visual inspection and functional testing. The devices meet specification requirements and the failure could not be reproduced. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There was one other reported complaint for this lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the ngage nitinol stone extractor basket malfunctioned prior to its use on the patient. The malfunction was described as the basket unable to retract after the customer opened the package. The customer opened three packages and all were discarded. None of the devices came in contact with the patient and no adverse effects to the patient have been reported due to this occurrence. However, the customer will be returning other devices from the same lot number that was not open as well.